Manufacturer narrative:
Analysis of the accy db 2040 nexframe bilateral (lot number: 082530116) found the multi-lumen adaptor had a lumen anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that there was an issue with the centered multi-lumen adapter. It was stated that a bilateral system was being used. It was reported that the cannula would not advance and was sticking when sliding in and out of the adapter. It was noted that the adapter was replaced and the issue was resolved. No out of box failure was reported. No patient symptoms were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the center multi-lumen adaptor was sticky.